Event description:
It was reported that a patient experienced air leakage at the stoma site with one (1) size mcfn device. There was one (1) patient involved and no harm or injury occurred. The involved device was received by the manufacturer on 09/23/99 and forwarded to the lab for decontamination, analysis, and investigation.